Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl with polydipsia, polyuria, moderate ketones, nausea and vomiting associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and remained hospitalized at the time of the call. During troubleshooting with customer technical support, it was reported that the patient was new to pump therapy. The reporter stated that the patient's healthcare provider made recent changes to the patient's basal rate and bolus settings. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/22/2016 with the following findings: the black box and pump history from the date of the complaint had been overwritten due to continued use of the device. The current total daily dose (tdd) history matched the basal and bolus history. The basal history added up correctly to the basal segment programmed by the user. There were no errors, alarms or warnings in the alarm history indicating an interruption in delivery. The pump was put on a basal program of 1u/hr for 24 hours during the investigation and the pump history indicated the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.